Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was diagnosed with an intracerebral hemorrhage. Care was withdrawn and the patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use lists hemorrhagic stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.